Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the portion of the radiopaque tip of the esheath+ chipped off during thv advancement. There were no issues with esheath+ preparation and esheath+ advancement through the right vasculature was uneventful. The patient is doing well and had a great outcome. The fragment of the esheath+ location is unknown even after using fluoroscopy. The team was unable to find it anywhere inside or outside of the body.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 type of investigation. Added new information to d.9 date returned to manufacturer and h.6. Component code and device code. Per preliminary decontamination evaluation, esheath distal tip tear was noted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code and investigation conclusions and investigation findings. Added new information to b.1 report type and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Curvature noted on the sheath shaft. Liner fully expanded; distal torn radially and axially with a portion of the tip missing. Hdpe stretching present along radial and axial tears; slanted score line present; soft tip damage; c-marker present. Scratches noted on distal sheath shaft and soft tip. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on returned product evaluation. However, no manufacturing non-conformance was identified. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the portion of the radiopaque tip of the esheath+ chipped off during thv advancement'' and ''the team was unable to find it anywhere inside or outside of the body.'' Returned product evaluation revealed radially torn tip with a portion of distal tip missing. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to distal tip tear/separation. In addition, scratches were noted on distal sheath shaft and soft tip, suggestive of presence of calcified vasculature. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Additionally, the valve may catch onto the sheath distal tip, leading to the observed torn tip and separation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.